Manufacturer narrative:
It is unclear if the device is available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
An end user reported that eyelets were missing on a catheter.